Event description:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer was inquiring why they have been receiving a swivel needle on the sensor after five days. The customer was assisted with their questions about the sensors. The customer was advised to call back if they had any further questions.

Manufacturer narrative:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer was inquiring why they have been receiving a swivel needle on the sensor after five days. The customer was assisted with their questions about the sensors. The customer was advised to call back if they had any further questions.